Event description:
After a car accident in (B)(6) 2012, the pump that was implanted in the left buttock was causing pain for the patient. The patient was conservatively treated for two months without improvement. A revision was then done. During the revision, it was discovered one of the suture anchors had broken. The pump was repositioned two inches higher and re-anchored.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).